Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 6 mmol/l. The customer did not recall any significant events leading to the alarm. The customer was asked to return on back up plan and the insulin pump in warranty will be replaced and returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a broken battery tube thread, cracked belt clip slot, cracked case near display window corner, minor scratched display window, cracked reservoir tube, stained end cap sticker, and cracked reservoir tube lip noted. All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. No button error alarm during testing.